Manufacturer narrative:
Approximate age of device ¿ 7 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after over 7 years of support, the patient complained of pain at the pump site. The patient had a history of bacteremia and 2 previously unreported driveline infections. A CT scan of the pelvis and abdomen was negative for abscesses. Cultures were positive for staphylococcus lugdunensis bacteremia. The patient was treated with continuous nafcillin. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.